Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke while implanting the femoral implant. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. The surgery was completed with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (nicked/gouged) and the device is fractured with not all pieces returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has a potential field age of over 8 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.